Manufacturer narrative:
The device was received for evaluation. During functional testing, the device had a delayed response time from the keypad inputs. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The cause was identified to be a failed processor board which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a delayed keypad response. No additional information is available.